Event description:
The device was used during a laparoscopic hernia repair. The device jammed throughout the procedure. Scissors were used to pull the jammed staples out of the device. There was no consequence to the pt.